Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the cause of the patient¿s increase in charge frequency was a combination of a higher programming rate, pulse width and amplitude. The rep adjusted the programming to where the calculated recharge interval is now 7.1 days. The issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that about a month ago, the patient noticed they were not getting the therapeutic relief from the ins because they were still in pain. They had to charge the ins once every seven days during this time. The patient met with a couple of representatives for reprogramming at their healthcare provider's office about 2 weeks ago. After the reprogramming of the ins, they noticed that they had to charge the ins once every four days (a representative reported they were switched to hd settings). About a week ago, they noticed they had to charge the ins once per day and they were still experiencing pain. They confirmed they did not have any issues with charging the ins, and they charged the ins to 100%. Charging information was reviewed with the patient. No further complications reported.